Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe perivalvular leak due to dehiscence from the annulus. The surgeon indicated the root cause of the dehiscence was related to the surgical technique, not related to any malfunction of the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: with the received information, the paravalvular leak was caused by the surgical technique during the implant of the valve. Medtronic will continue to monitor field performance for similar events should they occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 4 years and 3 months post implant of this 29mm mitral bioprosthetic valve, the valve was explanted and replaced with a 31mm valve. The reason for replacement is unknown. No additional adverse patient effects were reported.